Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead exhibited high capture threshold and far r-wave over-sensing. Chest x-ray further confirmed dislodgement of the atrial lead. The atrial lead was repositioned on (B)(6) 2021. Patient condition was stable.